Event description:
The clinicians were attempting to cardiovert a patient and felt that the unit failed to deliver the full energy due to lack of patient movement. During the procedure, clinicians had administered three (3) shocks to the patient and upon and fourth attempt to cardiovert the patient, there was little physical response from the patient. Clinicians powered the device 'off' and then back 'on' in an attempt to reset the device. A fifth shock was administered to the patient and physical reaction to the shock was noticeable. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.